Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an external neurostimulator (ens) for urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that the patient was still in the hospital and was not tracking any information.